Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified a clenz leak from aging tubing at valve vl37. The tubing was replaced, resolving the leak and the errors generated by the analyzer. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was a contained leak of less than 10 ml of fluid from the analyzer. An error condition of "ambient temperature errors" was reported in connection with the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.